Manufacturer narrative:
(B)(4). Approximate age of device ¿ 39 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced ongoing elevated estimated flows and speed decelerations. The pump speed was decreased from 9200 rpm to 9000 rpm on (B)(6) 2017 after the patient experienced ventricular tachycardia (vt). Echocardiogram showed worsening aortic insufficiency (ai), mitral regurgitation (mr), and tricuspid regurgitation (tr). The patient had a lactate dehydrogenase (ldh) of 276 u/l on (B)(6) 2017 with a reference range 0f 90-271 u/l. The submitted log file was reviewed by a representative of the manufacturer''s technical services team and revealed unstable pump power and flow estimation readings. There were no speed drops below the preset low speed limit (lsl). The lvad clinician reported that the unstable power and flow estimation related to sub therapeutic anticoagulation. Coumadin dosage was increased until therapeutic. The patient reportedly had post-op bleeding that initially required delay in anticoagulation. On (B)(6) 2017 it was reported that the patient had adequate vad function and the issues had resolved.

Manufacturer narrative:
The investigation confirmed the reported power elevations via the submitted system controller log file; a specific cause for the reported elevated lactate dehydrogenase (ldh) and power increase could not be conclusively determined. The power elevations did not affect pump operation or cause any alarms. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.